Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that with their previous implant, they had "a charging issue a couple years ago, I was having charging issues and then it wouldn't connect to the device so they had to replace it" I asked pt for more information, and if the hcp told them what the problem was with implant and pt said "I dont know, I never heard anything about it". Redirected caller: other (document in note).